Event description:
It was reported that the actual residual volume was greater than the expected residual volume. The actual residual volume was 3ml, the expected residual volume was 20ml. A cap dye study was performed and the results were negative. The pt was not having therapy issues. It was later reported that there was a dye study and roller study performed and both appeared normal. The drug used in the pump at the time of the event was not reported. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).